Event description:
The customer reported a complete loss of motorized motions functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The damaged rui connection cable was evaluated and repaired, however no conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.